Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product disposition unknown.

Event description:
The customer reported that the patient, who was originally implanted with a tibial nail and underwent revision surgery on (B)(6) ((B)(4)) due to broken distal locking screws. The customer reported that the patient required a second revision on (B)(6) during which time the implants were removed. The customer reported that the second surgery was required to remove a second set of broken screws. The cusotmer reported that the procedure was a spiral tibial fracture

Manufacturer narrative:
Evaluation revealed all three broken locking screws to be primary products. No further associated products were reported. None of the products reported was returned for examination; according to the product inquiry the product disposition is unknown. Failures in material or manufacturing of all three broken locking screws were not found. The affected items reported were documented as faultless prior to distribution. Thus, we exclude deviations in material and manufacturing. This case is directly related to (B)(4) (revision of 1 broken distal locking screw). The spiral tibial fracture in a (B)(6) patient was treated with a tibial nail, standard t2 tibia ø8x345 mm, two proximal locking screws of 5 mm diameter, one distal locking screw of 4 mm diameter and an end cap. The distal locking screw was found to be broken and revised after 18 days. Only the broken 4 mm locking screw was removed and three 4 mm locking screws were implanted. Two months later the patient underwent a second revision surgery since at least two of the three distal 4 mm locking screws were found to be broken. Information received as well as the review of the x-rays provided did not confirm that all of the three locking screws were broken. The available information and the x-rays (in both cases) were presented to a consulting health care professional (md and graduate technical engineer) who confirmed the following findings of the investigator regarding the reported event of (B)(4) on request: poor fracture reduction; the chosen nail diameter of 8 mm was too low; according to the op-tech distally the 8 mm nail must be locked with (only) 4 mm (d) screws, whereas two of them shall be used; a single distal locking screw of 4 mm diameter could not withstand the load in such an unstable fracture situation and broke. Moreover, the hcp confirmed the following additional findings of the investigator regarding the screw fractures two months after the first revision ((B)(4)) on request: by leaving the originally used nail in the patient there was no way to improve the malalignment of the bone fragments; even three distal locking screws of 4 mm diameter could not withstand the load in such an unstable fracture situation and broke after a short time. The hcp further stated on both (related) cases: ¿in this case a teenager with partly open growth plates was treated with an 8 mm tibia nail. This thin nail is not designed for full weight-bearing, in particular not with only 1 distal [4 mm] locking screw. If such a nail is used, then the patient has to relieve until clear signs of a stable callus formation are visible. This was also only partly the case with the second revision. Consequently, the screw breakage was caused by a clear user error resp. Patient error since the osteosynthesis material was simply overloaded. (¿) either the physician has not adjusted the follow-up treatment in alignment with the too weak nail for full weight-bearing or the patient has ignored relevant instructions of the physician.¿ based on the above the fractures of the locking screws are not linked to a deficiency of the devices. The real root cause of the overload fractures could not be determined due to missing information regarding the post-operative mobilization instructions of the surgeon resp. Unknown postsurgical patient behaviour. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject products. No non-conformity was identified.

Event description:
The customer reported that the patient, who was originally implanted with a tibial nail and underwent revision surgery on (B)(6) ((B)(4)) due to broken distal locking screws. The customer reported that the patient required a second revision on (B)(6) during which time the implants were removed. The customer reported that the second surgery was required to remove a second set of broken screws. The customer reported that the procedure was a spiral tibial fracture